Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to attempt various troubleshooting steps, but the pump did not respond. Consequently, technical support decided to replace the pump. The customer was informed of the replacement process, sent a new pump, and advised on returning the malfunctioning unit. Additionally, the customer was reminded to use an alternate form of insulin therapy in the interim.